Manufacturer narrative:
On 29-apr-2021 product investigation results: no manufacturing cause identified based on investigation.

Event description:
Consumer reported via e-mail that tampon string fell out. No serious injury was reported.